Event description:
During product evaluation, the return line was observed cut inside the screwed connector in a prismaflex st100 set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During visual inspection, the return line was observed cut inside the screwed connector. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause identified was that a shock and an exposition to low temperature occurred during transport by local carrier. A product with such damage would have been detected during our 100% in process visual control & leak test and been discarded during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.